Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, the tenaculum forceps instrument was not recognized by the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not recognized by the da vinci system. The customer used a spare instrument to continue the procedure. There was no allegation of a fragment falling into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "not recognized". The instrument failed engagement when installed on the system arm because the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The missing crimp was approximately 0.046¿ x 0.032. The root cause of a broken pitch cable is a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. No image or video clip for the reported event was submitted for review. A review of the device logs for the tenaculum forceps instrument (part#470207-10/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the tenaculum forceps was last used on (B)(6) 2021 on system serial# (B)(4). There were 7 uses remaining after this last use. This complaint is being reported due to the following conclusion: based on failure analysis, the tenaculum forceps instrument was found to have a broken pitch cable at the distal clevis hub. This instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.